Event description:
It was reported that this right ventricular (rv) lead exhibited high pacing thresholds. The sensing and impedance were stable, but the electrophysiologist is planning to replace the lead. Subsequently, this rv lead was surgically abandoned. The physician also opted to implant a new system on the right side as the venogram showed complete occlusion of the left superior vena cava. A new lead with different model was implanted. No additional adverse patient effects were reported.